Event description:
Device was returned for service. During service, technician indicated that the device did not function properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the blades were damaged due to normal wear. Additionally, the functional testing revealed that the speed was too low and other components were damaged as well. The device was repaired by replacing several components.